Manufacturer narrative:
Follow-up #1 date of submission 06/07/2016-device evaluation: the pump has been returned and evaluated by product analysis on 05/24/2016 with the following findings: during a visual inspection of the pump, the keypad cover was observed to be intact with no damage. During testing, all of the keypad buttons responded properly to user presses. The keypad cover was removed and no damage or contamination was found to the button contacts. No defect was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.